Event description:
Health care professional reports 2 cracked arterial headers during use on 19th and 24th use. Health care professional reports 2 cracked arterial headers during reprocessing on 24th and 17th use. Health care professional reports no pt injury.